Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to corroded keypad trace. The device also had moisture damage on the electronic assembly. The unit was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the customer jumped into a lake with the pump on. His blood glucose level was 56 mg/dl. The customer also stated that there was fluid under the lcd display. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.